Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a hemorrhoid banding procedure performed on an unknown date. According to the complainant, during the procedure, the band was successfully deployed, and the procedure was completed at this time. However, the day after the procedure, the band fell off from the patient's rectum. It was reported that the patient was referred to a surgeon for hemorrhoids removal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.